Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 27th april 2016. Heavy corrosion on multiple critical circuits on the pcba had resulted in multiple failure modes, including the device not being able to power on and the reported fault of green status led constantly lit. The heavy corrosion and the evidence of moisture in the lower-case assembly would indicate the device had been stored in the presence of moisture. The user should be advised of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
Green status indicator lit constantly. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Green status indicator lit constantly. There was no patient involved in this event.